Event description:
The nose piece or top part of the oxygen mask pops off, causing corneal abrasions to pts. The prod and lot code were not available for eval.

Manufacturer narrative:
The prod was not made available for eval. The lot code # of this device was also not made available and therefore, a review of the DHR was unable to be conducted. Method: no samples or lot codes provided.